Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several episodes of automatic mode switching episodes were noted. Provocative testing was completed which resulted in noise due to myopotentials. All electrical parameters were normal. The lead will be monitored and the patient was stable with no adverse consequences.